Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the screen remains black. Customer's blood glucose level was not impacted. Cutomer stated they have back up insulin injections for insulin therapy.